Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. The customer reported this was the second occurrence of the alarm. The customer reported the alarm occurred after a battery change. The customer's blood glucose was unknown at the time of the alarm. The customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms noted. The low reservoir alert functioned properly during our testing; no unexpected low reservoir alarm noted during our testing while using a water fill test reservoir. The insulin pump had cracked reservoir tube and minor scratches on the lcd window.